Event description:
During an ivc filter placement the ir radiologist could not see the radiopaque marker as the filter was being placed. This sheath had already had the tip broken off before placement which is why the marker was unable to be visualized. Patient was sent for imaging to ensure no foreign body retained from broken tip. Scans were negative.